Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was possibility of disconnection, and the cusa excel 36khz straight handpiece each1 (c2602) became hot. No information on patient involvement, injury, or surgical delay has been made available.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11. Additional information received as follows: 1. Did product failure occur during surgery? : unknown 2. Was there surgical delay and how long in minutes?: no.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The excel 36khz straight handpiece each1 (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident were observed. Failure analysis - investigation of the returned handpiece was unable to duplicate the reported issue of "hot". However, the coilform was replaced due to aging and the cable was replaced due to reduced water flow. After replacing each part, the device functioned as intended. Root cause - the root cause is undetermined as the reported issue cannot be replicated. However, the coilform is defective due to aging, and the cable had reduced water flow which can reduce the effect of the handpiece cooling and result in the handpiece heating over time and use. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.